Event description:
It was reported that the insulin pump had a crack around the corner of the display screen from normal use. The blood glucose reading was 120 mg/dl. The customer stated that she had dropped the insulin pump a few months prior and observed moisture in the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.